Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pump thrombus was suspected due to increased power consumption. The patient exhibited clinical signs of lung edema and higher need of oxygen. The power has since returned to normal. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event of "increased power consumption" was confirmed via log file analysis. Review of log files associated with the event revealed an increasing trend in power consumption beginning on (B)(6) 2018 with parameters remaining within normal operating range. No alarms have been logged in the 14 days of available data. The increase in power seen in the log files can be correlated to the suspected thrombus mentioned in the event description. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of similar high power events, the most likely root cause of high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died approximately one month later.